Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and no delivery alarm during basal. Customer's blood glucose level 412 mg/dl. Customer states that they had a no delivery alarm. The customer was assisted with troubleshoot for no delivery alarm. Assisted customer in performing a 5.0u fill cannula. Customer reports insulin exited. Customer states the cannula is not bent. The product will not be returned for analysis.